Event description:
It was reported the pt had a primary implantation of a gamma nail for osteosynthesis. The pt reported hip aching on the right hip. During revision the nail was found to be broken. Surgeon removed the broken nail and implanted a total hip prosthesis.